Event description:
It was reported that bd phaseal¿ optima injector n35-o separated from the connector. The following information was provided by the initial reporter: it was reported the bd bd phaseal is coming loose at the connections. It was very loose and came apart on it's own. Customer is requesting more product knowledge and wondering what else is able to connect to this.

Manufacturer narrative:
The following fields have been updated with corrections: d.3. Medical device manufacturer: san agustin.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. Nine retained samples from each lot were evaluated, and luer lock measured, no damage or defects observed, measurements met acceptance criteria. A device history review was performed for reported lot 2103305, 2011503 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It should be considered that injector/connector separation failure mode is a dry disconnect which prevents leakage by design. It is recommended to use the optional m25-o clamp to avoid dry disconnects during use.

Event description:
It was reported that bd phaseal¿ optima injector n35-o separated from the connector. The following information was provided by the initial reporter: it was reported the bd bd phaseal is coming loose at the connections. It was very loose and came apart on it's own. Customer is requesting more product knowledge and wondering what else is able to connect to this.

Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima injector n35-o separated from the connector. The following information was provided by the initial reporter: it was reported the bd bd phaseal is coming loose at the connections. It was very loose and came apart on it's own. Customer is requesting more product knowledge and wondering what else is able to connect to this.